Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the moderately calcified, moderately tortuous, 90% stenosed mid left anterior descending (lad) coronary artery. A non-abbott guide wire first failed to cross the lesion due to the anatomy and was replaced with a wiggle guide wire to be used with a non-abbott guide catheter extension; however, the wiggle guide wire was difficult to advance with and seemed stuck in the non-abbott guide catheter extension. A non-abbott guide wire was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. Factors that may contribute to the difficulty to advance/remove the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen or guiding catheter, outer diameter of the guide wire, condition of the guide wire, condition of the guiding catheter, coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficulty to advance and remove form the guiding catheter. Based on the reported information, it is possible that the clearance between the extension catheter and guide wire was restricted due to the challenging anatomy, resulting in the difficulty to advance and remove; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a